Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported a false decreased sodium result for one patient when running on the architect c16000 processing module. The following data was provided on 04feb2021: sodium result = initial = 111 mmol/l, repeat = 142 mmol/l. The customer¿s sodium reference range is 135 ¿ 145 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The customer inspected the analyzer and observed leaking from the high concentration waste pump and replaced the tubing, peristaltic head (rohs) (7-35009685-02). Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for c1601326.there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The trending review determined no trends were identified for the tubing, peristaltic head (rohs) (7-35009685-02) and the analyzer. The device history record review determined no non-conformances or deviations were identified for the part and analyzer related to the issue. Labeling review found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified for the architect c16000 processing module (c1601326).